Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose with a reported value of 60 mg/dl around mealtimes while using the ilet bionic pancreas, associated with frequent meal announcements that were smaller than usual due to concern about post-announcement hypoglycemia; troubleshooting and education were completed and the case was assigned for additional training, and the user was transferred to clinical support. Symptoms included low blood glucose requiring oral glucose. Outcomes included interruption of normal activities without emergency care or hospitalization. Investigation included review of use history and user technique education. Investigation of this case revealed user-initiated underreporting of meal size contributed to mismatched insulin delivery relative to carbohydrate intake, leading to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior related to meal announcement practices.